Event description:
It was reported that the patient experienced diaphragmatic stimulation on the right ventricular (rv) lead. Lead reprogramming was initiated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 implantable pulse generator 2013-(B)(6), 5086mri52 implantable pacing lead 2013-(B)(6), (B)(4).